Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas 6000 e601 module. The initial result was >120 ng/ml. The repeat result was 32.6 ng/ml. The repeat result using another cobas 6000 e601 module analyzer was 37.14 ng/ml. The result with a 2:1 dilution was 27.6 ng/ml. The questionable results were not reported outside of the laboratory. The result from the other cobas 6000 e601 module analyzer was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found there was an aged measuring cell. He replaced the measuring cells and performed mechanical checks that passed. The investigation determined the service actions resolved the issue.